Event description:
A report was received that the patient is experiencing difficulty charging ipg. A bsn sales representative determined that the patient's pocket may be too deep. The patient will undergo a pocket revision procedure.